Manufacturer narrative:
User facility medwatch report # (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient presented in clinic with symptomatic anemia with occult stool. Hemoglobin was 6.6 g/dl and international normalized ratio (inr) 2.2 on admission in the setting of coumadin and aspirin 81 mg. The patient declined endoscopic evaluation. Three units of blood were transfused. Hemoglobin stabilized. Heparin to coumadin bridge completed. Aspirin 81 mg resumed.